Event description:
Date of event is unknown. There was no electric current in radial jaw hot biopsy forcep. The procedure in stomach was completed with another device in the same box. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number of the device is not known; therefore, the device manufacture date and expiration date can not be determined. The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction has not been determined. A product evaluation is pending; results will be provided in a follow-up medwatch report.